Manufacturer narrative:
Investigation into this complaint included file sample testing, customer data review, quality data review and a complaint history review. The results of the investigation are summarized as follows: retain / file sample evaluation: the file sample evaluation for alinity m resp-4-plex amp kit (list 09n79-090) lot 414712 met all validity criteria and acceptance criteria for all four analytes resulting in a disposition of pass. Customer data review: the customer data was reviewed for the reported false positives with logs attached to the ticket. The false positive samples exhibited low amplification for the rsv analyte, indicating a weak positive signal. Weak positive samples are less likely to produce consistent results. No evidence of environmental testing or cleaning was provided; therefore, a contamination issue cannot be ruled out as the likely cause. Sample and reagent preparation or handling may also impact the consistency of the results. Quality data review: device history record (DHR) review review of the manufacturing packet for alinity m resp-4-plex amp kit (list 09n79-090) lot 414712 (including its components) did not identify any issues that could result in the reported complaint. The quality control (qc) amp kit masterlot testing for alinity m resp-4-plex amp kit (list 09n79-090) lot 414712 (including components) met all validity and acceptance criteria. No issues related to the reported complaint were found during qc testing. CAPA (corrective and preventive action) / non-conformance review: a lot specific CAPA search was performed to identify related existing internal quality records to the reported complaint during production or internal use. The CAPA review did not identify any quality records related to the reported complaint for the reported lot or component lot. A part specific CAPA review was also performed for part 9n79 which did not identify any related records. Complaint history review a lot specific and part specific complaint history review was performed to identify any similar complaints to the case being investigated, which reported discrepant false positive results for the rsv analyte while using alinity m resp-4-plex amp kit (list 09n79-090) lot 414712. Additionally, complaint trending was reviewed. List number 09n79 (alinity m resp-4-plex) did not exceed the complaint upper control limit. No new adverse trend was identified. Based on the results of the investigation elements, a product deficiency for alinity m resp-4-plex amp kit (list 09n79-090) lot 414712 was not identified.

Event description:
Customer reported false positive samples for the rsv target when running the alinity m resp-4-plex assay. The analysis of the log files revealed that there were several sample ids (sids) which generated low positive results for rsv but were negative upon repetition. Sid (B)(6) was run on (B)(6) 2025, and generated a result of rsv cycle threshold (CT): 40.04, but repeated negative on the same day. Sid (B)(6)b was run on (B)(6) 2025, and generated a result of rsv CT: 35.67, but repeated negative on the same instrument one day later. In addition two internal control samples, which are known negative came out low positive. Sid (B)(6) was run on (B)(6) 2025 and generated a result of rsv CT: 35.18 sid (B)(6) was run on (B)(6) 2025 and generated a result of rsv CT: 40.94. Customer questioned the late positive results and did not report them out of the lab but repeated them. Patient management was not impacted.

Manufacturer narrative:
An investigation is in process. A follow-up report will be submitted when the investigation is complete. This incident is being reported to FDA because the incident occurred internationally using the alinity m resp-4-plex assay, list number 09n79-090, which is the same/ similar to the alinity m resp-4-plex assay, list number 09n79-096, which received FDA eua approval. Additional mdrs submitted for additional run dates: 3005248192-2025-00221.